Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusions: based on the information received from the field, the active electrode was found to have migrated partially out of the cochlea. A full insertion was reported at the time of implantation. A revision surgery to re-insert the active electrode into the cochlea was carried out and it was seen that tight scar tissue had formed throughout the mastoid cavity. This dense scar tissue formation was likely the cause for the observed displacement, as the scar tissue seemed to have grabbed and pulled the electrode array. Additionally, the recipient suffers of otosclerosis and changes of fenestral otosclerosis have been observed with imaging post-implantation. The re-insertion was reportedly done without problems. This is a final report.

Event description:
It was initially reported that the recipient had not met the expected level of progress with the cochlear implant. The user was seen for programming on (B)(4) 2018 and referred for a CT scan. The electrode array was successfully re-inserted on (B)(4) 2018. It was noted that the skin behind the ear prior to surgery was concave; a note of this negative pressure was made. After the mastoid was opened it was evident that very dense, tight scar tissue was formed throughout the mastoid cavity. It appeared this scar tissue had come into contact with the array and may have pulled it out of the cochlea.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient has not met the expected level of progress with his cochlear implant. Revision with a shorter electrode array is planned.